Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via merlin.net transmission. The patient was asymptomatic. Programming changes were made. The patient was fine.